Event description:
It was reported that the ablation catheter perforated into the pericardial space. The catheter was removed but during the process the inner and outer sheaths also entered the pericardial space. Both sheaths were removed without issue. An echocardiogram was conducted confirming there was no effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.